Event description:
It was reported that the patient had a problem with the current ins ¿discharging.¿ the patient clarified stating, ¿it goes through the cycle, take the charge and it goes dead.¿ the patient noted that on the date of report, it would not ¿do anything.¿ it was noted that it was ¿just dead.¿ it was noted that it had done ¿that several times.¿ the patient noted that they met the manufacturer representative at the pain clinic. It was noted that last time the manufacturer representative had to call a tech, but if it happened again they were going to have to replace it. The patient noted that around (B)(6) while recharging their ¿skin would get it hot¿ and then it died and would not come on at all. The patient further noted that they had not recharged since ¿around¿ (B)(6) because they were afraid to charge. The patient noted that the screen showed a ¿triangle.¿ it was noted that the recharger was not charging the implantable neurostimulator (ins). The patient clarified that the recharger was fine and it was the ins that was dead. The patient first stated that the recharger was not working and then in the end of the conversation, the patient stated the recharger was working and the implant was dead. The patient stated that they tried recharging one day prior to report and ¿nothing came on.¿ the manufacturer representative inquired if the patient had a current healthcare professional (hcp) and the patient replied that they do not take a lot of pain medication and so if they ¿did not need it¿ they ¿would not see one.¿ the patient stated that it was a physician assistant that they saw last, but did not know who it was. It was further reported that the recharger would not interrogate. The anomaly appeared to have occurred through product use. Additional information received reported that there was a communication problem. The patient stated that they received a new recharger from repair, but they were still not able to connect and get a charge. The patient was still having issues connecting to the implant to charge. It was noted that the use of antenna locate resulted in a power on reset (por) being displayed on the recharger, which then lead to a normal recharging screen. The patient stated that their last ¿good charge¿ was (B)(6) 2013. The patient stated that they had not felt stimulation since the end of (B)(6) 2013. The patient also stated that they had been back to the hcp two times for an ins reset. The patient stated that the ins was actively charging and registering a very low battery level. The patient stated that they called the hcp on the date of report and was told to call the manufacturer. The patient was redirected to the hcp. Additional information received reported that the patient was not able to adjust stimulation. The patient reported a ¿call your doctor¿ icon and a por. It was noted that the manufacturer representative attempted to clear the por, but it was a warning. The patient noted that they were able to charge to approximately 50%. Analysis found that the antenna was frayed. The face plate, software and label was updated or changed. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 3986a, lot# n0025766, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).